Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 80. (B)(4). Block h10: a trapezoid basket was returned for analysis. Visual analysis found the handle cannula with the wire/basket assembly detached/separated from the device. The detached components were not returned. Additionally, residues were found at the distal end. The screws depth was measured and both were found within specification. Based on objective evidence and complaint information, there is enough evidence to consider that the product was originally under good condition. As per complaint information, the issue occurred during procedure and residues were found at the distal end indicating use and handling. It is most likely that the device was damaged due to its handling at the field. The interaction with the scope or with other devices, the attempts performed to crush the stone, actuating the device, or the manipulation of the device could have affected its integrity. The failure found is a known issue caused by handling; other factors like patient anatomy can also affect the functionality of the product. Therefore, the most probable investigation conclusion code of this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the "sheath was dispatched with the handle". A device photo confirmed that the handle cannula was detached from the device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. It was confirmed that the handle cannula was present in the device when unpacked. The device was tested prior to use, and the basket was able to open and close. Nothing detached into the patient.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 80. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the "sheath was dispatched with the handle". A device photo confirmed that the handle cannula was detached from the device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.